Event description:
Info received indicates the head section is drifting down on its own.

Manufacturer narrative:
The biomed could not duplicate the alleged malfunction. He is going to isolate the siderails and test port. His investigation has not been completed.